Event description:
Our xi robotic system faulted causing the staff to open 3 one time use vessel sealers. They were unable to clear the fault and opted to complete the case laparoscopically. FDA safety report ID# (B)(4).